Event description:
It was reported that a critical pump alarm occurred; empty reservoir. Upon inspection a volume discrepancy was found; expected reservoir volume (erv) was 0ml, but the actual reservoir volume (arv) was 20ml (15-20ml, reported different from hcp and manufacturer representative). The patient had not experienced any pain at the time of the refill, but experienced pain and less than 50% therapy relief (after several increases) prior to the refill. At the time of the refill, the medication was switched with normal saline and the pump was programmed to minimum rate mode. A dye study was performed and the pump logs were checked (no motor stalls). During the dye study, the catheter was unable to be aspirated. All programming was also checked and no errors were found. The inability to aspirate the catheter was attributed to a catheter tip occlusion. However, an occlusion was not positively determined. A revision was performed and the catheter was replaced; revision date was not reported. The patient¿s status at the time of the event was said to be alive and no injury. The patient was stable and recovered without permanent impairment; had some bruising form surgery. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).